Event description:
As per complaint form: "after the procedure was done they want to retrieve the sheath from the pt. They felt quite some resistance and started to pull a little harder. In the end this resulted in the sheath partially separating (meaning the coiled part was visible and the outer material separated from each other.) Because the flexor sheaths are coiled this prevented the sheath from complete separation. All happened outside the pt's body. At this point is where the sheath material broke off; the distal part was still in the body but also 1-2 cm of the sheath was visible outside the pt. Because of this it was easy to retrieve the rest of the sheath by putting a clamp/surgical scissor on the 1-2 cm of the sheath which was outside the body and so retrieve the sheath completely." Add'l info provided from rep on (B)(4) 2013: only info I have was that procedure went well but pt had a lot of scar tissue at entry point where they enter the vessel. This is because of two surgeries already.

Manufacturer narrative:
(B)(4). The product was rec'd in a used and damaged condition. The sheath had separated at approximately the midpoint with evidence of elongation and thinning. Although the coil unraveled, it remained intact. Quality control specification states, "insure correct inside diameter and outside diameter of tubing." And, "insure material is free from surface defects, bumps, bulges and protruding coils." In addition, the instructions for use cautions the end user," all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning: "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Design verification has confirmed sheath strength per iso 11070. The condition of the returned device is evidence that it experienced forces beyond its design strength. Although 100% of these devices are inspected by quality control for surface integrity, the sheath was reported to have separated in ductile fashion due to being subjected to forces beyond its design strength. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per quality engineering risk assessment, with this add'l event there is insufficient risk to require subsequent corrective action at this time.